Event description:
Patient's representative reported rupture, double capsule, and silicone migration. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule and silicone migration.